Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a prophylactic lead revision procedure, after connecting the implantable cardioverter defibrillator (ICD) to the right ventricular (rv) lead the impedance measurement exhibited variable pacing impedance values. The lead was disconnected and placed back into the ICD header a couple times, however, the issue was the same. It was noted each time the lead was removed from the header, there was blood on the lead connector. Blood in the ICD header was still present after being wiped and cleaned. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.